Event description:
An initial report of patient hospitalization was received by united therapeutics on 24-jan-2023 and forwarded to millyard advanced medical products, llc on 25-jan-2023. The patient reported her main and back-up pumps were not working and troubleshooting was unsuccessful. The patient went to the hospital to receive IV remodulin while waiting for her new remunity pumps to arrive. No side effects or adverse events were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.